Manufacturer narrative:
The potentiometer associated with the reported issue has not been returned for evaluation. However, the field investigation determined that the system error code 22003 experienced by the site was due to the replaced potentiometer. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 22003 appears when the da vinci si safety system determines the rate of change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the system records the fault and transitions to a safe state. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure the site experienced system error code 22003. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer (tse), the site exercised the setup joint (suj) on axis 3 on patient side manipulator (psm) 3. The site attempted to re-dock psm 3; however, the issue recurred. The site advised the tse that they would attempt to complete the case using psm 1 and psm 3. No patient harm adverse outcome or injury was reported. The field investigation conducted by an isi technical field specialist (tfs) determined that the system error code 23003 experienced by the site was associated with a potentiometer within psm 3. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The potentiometer was replaced to resolve the reported system issue. On (B)(4) 2015, isi contacted the sites operating room rn regarding the reported event. According to the or rn, the surgeon made the decision to complete the planned surgical procedure using the psc from one of their other da vinci surgical systems.